Manufacturer narrative:
(B)(4). Six unused devices from the lot involved in the incidents (f1613302) were returned for evaluation, unopened in the original pouch. The devices were not returned in a temperature controlled package. The returned devices were visually inspected and no anomalies were found. The review of the lot history record (lot ff1613302) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident. Lot release swelling results met specification of minimum 500% with a recorded range of 1314% - 2282%. Note: MFR report # 3004939290-2016-00166 follow up 1 was originally submitted on 08/19/2016; however, acknowledgements number 2 and 3 were not received. This report is being re-submitted on 08/22/2016.

Manufacturer narrative:
It was reported that the user facility observed 3 hematomas with the mynxgrip (6f/7f) vascular closure device lot # f1613302. The review of the lot history record (f1613302) indicated that there were no reworks, special conditions or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release and shipment. The review of the lot history record did not exhibit any issue that suggests that the device may have caused or contributed to the reported event. The lot release swelling results showed the lot met specification. The following are possible causes for hematoma: multiple sheath exchanges; exchanging sheaths can enlarge the arteriotomy. Disease or calcification at the arteriotomy that would weaken the arteriotomy with movement of the sheath during the procedure and with the introduction and use of the mynx device. Excessive tension on the device during deployment and tamping of the sealant; can cause a tenting effect which allows the sealant to be deployed away from the arteriotomy when tension is released, thus allowing blood to flow around the sealant. If the balloon was not fully deflated and during removal of the catheter through the advancer tube, the balloon may drag part of the sealant into the advancer tube allowing the sealant to stick against the inside wall of the advancer tube. Then during removal of the advancer tube the sealant could follow the advancer tube out of the tissue tract, or be dislodged from above the arteriotomy thus allowing blood to flow around the sealant and possibly expelling the sealant. Multiple stick punctures in an attempt to gain access to the arteriotomy. Additionally the IFU states: the safety and effectiveness of mynx have not been established in the following patient populations: patients with bleeding disorders such as thrombocytopenia (platelet count <100,000/mm3), hemophilia, von willebrand's disease or anemia (hgb <10 g/ dl, hct <30%). Patients with uncontrolled hypertension (systolic bp >180 mm hg). However, the patient's medical history was not provided; therefore, it is unknown if any of these factors contributed to the reported hematoma incidents. Based on the information provided, the root cause of the event could not be determined. Should additional relevant information become available, a supplemental MDR will be filed. This is report 1 of 3; from the same user facility same lot number as MFR report #: 3004939290-2016-00167 and 3004939290-2016-00169.

Event description:
It was reported that 3 patients had severe bleeding causing hematomas immediately after successful deployment of the mynxgrip vascular closure device from the same lot. Following an interventional procedure, a mynxgrip vascular closure device was used for arterial closure. The product was stored as per labeling and the devices were opened in a sterile field. All the mynx deployment steps were followed correctly and there was no change in technique. During the mynx deployment, the user shuttled down completely with no significant resistance. Unusual force was not applied when retracting the sheath. It appeared that the sealant was adequately placed. There was no alleged device malfunction. Following deployment, a large hematoma of 14 cm in size formed. The patient was treated with manual pressure for less than 30 minutes and was given protamine to reverse the effects of the heparin. The patient's hospitalization was not prolonged as a result of the event. Additional information was requested, but is unknown. This report is for patient 1 of 3.